Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited a high out of range pacing impedance of greater than 2000 ohms. Loss of capture and an effect on sensing was also observed. The field believes these issues to be attributed to a rv lead fracture that occurred multiple months ago. There were no inappropriate therapies or pauses observed. At this time no intervention has been performed and the device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Despite multiple attempts to gather additional information from the field, no further details concerning this event were made available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was not able to confirm the allegations made against this device in the field.

Event description:
Additional information provided from the field indicated that the device was explanted without any further allegations relating to this event being made against it. No adverse patient effects were reported.